Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Neurological dysfunction is a known potential complication associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. With review of the available information there is no indication of any device malfunctions or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site by the cardiac surgeon, that the patient was not following commands, and unable to wake up, he was able to move bilateral lower extremities (ble) and right upper extremities (rue) with stimulation, but showed a deficit in his left upper extremities (lue). Patient had a CT scan which revealed a subdural hematoma. It was stated that the patient had been on extracorporeal membrane oxygenation (ECMO) for 6 days prior to lavd implant, however he had a head CT pre op which was normal. Patient was taken off heparin at the time. It was stated that anticoagulation was held initially, and heparin was resumed in the unit. Serial head CT scan showed a progression of the hematoma, patient was taken to the operating room for a craniotomy. Patient remains hospitalized, he is following commands, continues to have some lue weakness. The plan is to hold all anticoagulation for "multiple weeks". Pump function remains normal for patient's fontan's circulation, flows 2.4, 2340 rpm, 2.4w, approximately 1-2l of pulsatility variation. No additional information available.

Manufacturer narrative:
It was reported from the site that the patient expired on (B)(6) 2016 and the cause of death was due to subdural hematoma and the inability to anticoagulated. The site responded and stated that there would be no autopsy done on the patient and the pump would not be returned. All equipment was stated as being deposed of by the site. No additional information available. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.